Manufacturer narrative:
The events of lymphoma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation due to "non-hodgkin's lymphoma" and "capsular contracture," baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "non-hodgkin's lymphoma" and "capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional additionally reported that the patient has breast implant illness, significant sternal pain, diagnosed with ra, had lymphoma from humiria treatment, severe brain fog and short term memory loss, sob and fatigue. Patient has capsular contracture baker grade ii-iii and chronic inflammation. Device has been explanted.